Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. All buttons functioned properly and no button error alarm noted during testing.

Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was 21 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.